Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the illumination was not possible. During troubleshooting, the fse identified issues with bios batteries in frontal and lateral ip-pc. The fse replaced the bios batteries. After replacement of the bios batteries, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that it was not possible to do fluoroscopy or cine. The system was in clinical use. No user or patient harm has been reported.